Event description:
During a routine shift check by a clinicain, the device displayed "poor pad contact" with paddles in wells. The device also inappropriately displayed "test fialed" when discharging 30 joules into analyzer. Complainant indicated that there was no patient involvement in the reported malfunction.